Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, weight, race, and ethnicity were not provided. [Conclusion]: the healthcare professional reported that during a mechanical thrombectomy procedure targeting a right middle cerebral artery (mca) occlusion with associated stroke in the (B)(6) year-old female patient positive for covid-19, the 5mm x 33mm embotrap ii revascularizaion device (et009533 / 19f175av) was used with the jet¿ 7 aspiration catheter (penumbra). A thrombolysis in cerebral infarction (tici) score of 2b flow was achieved after the first pass made with the embotrap ii device and the jet 7 aspiration catheter. On the second pass, there was ¿some¿ resistance felt as the embotrap ii device containing a ¿tenacious¿ fibrin rich clot was retracted into the jet 7 aspiration catheter (corking method) and aspiration was pulled. The resistance encountered was neither significant nor overwhelming. The embotrap and the jet 7 were subsequently withdrawn through the ballast long sheath (balt) which was located at the cavernous carotid when the physician noticed that the tip of the jet 7 catheter had detached in the long guide sheath. The physician removed the entire system and found that the polytetrafluoroethylene (ptfe) liner of the jet 7 catheter had delaminated. Two photos of the jet 7 catheter were provided which confirmed the reported damage to the inner liner of the catheter. There was no damage noted on the embotrap ii device. Excessive force had not been applied to the device and no device fragments remain in the patient. The physician reported that he noted that there was a distal carotid dissection which he did not want to pass, however, it is not clear from the available information, when the dissection occurred. It was also reported that during the thrombectomy procedure, the patient experienced cerebral hemorrhage and subsequently expired. The physician does not feel that the cause of death was related to the embotrap ii device but the patient¿s underlying disease state. The embotrap ii device and the jet 7 aspiration catheter are not available for return. Based on complaint information, the device was not available to be returned for analysis. A review of the device history record (DHR) associated with this lot (19f175av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Product analysis cannot be conducted as the product was not returned for analysis. There was no report of any device malfunction. As such, the investigation will be closed. Withdrawal difficulty into intermediate catheter is a known potential procedural complication associated with the embotrap device. The instructions for use (IFU) warns the user to not withdraw the embotrap device against significant resistance, and to assess the cause of the resistance using fluoroscopy. It also states that if withdrawal into the intermediate/guide catheter is difficult (as may be the case with a large clot burden) then deflate the balloon (if applicable) and withdraw the intermediate/guide, microcatheter, and device together through the introducer sheath. The root cause of the resistance encountered during withdrawal could not be determined based on the information available for review and without the return of the associated devices; however, clinical and procedural factors including clot burden, vessel characteristics, device interaction, and operator technique, may have contributed to the reported resistance felt as the embotrap ii device was retracted into the jet 7 aspiration catheter. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a mechanical thrombectomy procedure targeting a right middle cerebral artery (mca) occlusion with associated stroke in the (B)(6) year-old female patient positive for covid-19, the 5mm x 33mm embotrap ii revascularizaion device (et009533 / 19f175av) was used with the jet¿ 7 aspiration catheter (penumbra). A thrombolysis in cerebral infarction (tici) score of 2b flow was achieved after the first pass made with the embotrap ii device and the jet 7 aspiration catheter. On the second pass, there was ¿some¿ resistance felt as the embotrap ii device containing a ¿tenacious¿ fibrin rich clot was retracted into the jet 7 aspiration catheter (corking method) and aspiration was pulled. The resistance encountered was neither significant nor overwhelming. The embotrap and the jet 7 were subsequently withdrawn through the ballast long sheath (balt) which was located at the cavernous carotid when the physician noticed that the tip of the jet 7 catheter had detached in the long guide sheath. The physician removed the entire system and found that the polytetrafluoroethylene (ptfe) liner of the jet 7 catheter had delaminated. Two photos of the jet 7 catheter were provided which confirmed the reported damage to the inner liner of the catheter. There was no damage noted on the embotrap ii device. Excessive force had not been applied to the device and no device fragments remain in the patient. The physician reported that he noted that there was a distal carotid dissection which he did not want to pass, however, it is not clear from the available information, when the dissection occurred. It was also reported that during the thrombectomy procedure, the patient experienced cerebral hemorrhage and subsequently expired. The physician does not feel that the cause of death was related to the embotrap ii device but the patient¿s underlying disease state. The embotrap ii device and the jet 7 aspiration catheter are not available for return.